Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain") and abdominal distension ("bloating,"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: she need additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (batch no. A04530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". In 2012, the patient experienced fatigue ("fatigue") and weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), allergy to metals ("nickel allergy"), rash ("rashes or skin conditions type: rashes") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), the first episode of abdominal distension ("bloating"), dysmenorrhoea ("dysmenorrhea (cramping)"), hormone level abnormal ("hormonal changes"), uterine pain ("uterine pain"), muscle spasms ("leg cramps") and the second episode of abdominal distension ("bloating"). The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, nausea, vaginal discharge, weight increased, muscle spasms and the last episode of abdominal distension had resolved and the genital haemorrhage, vulvovaginal pain, female sexual dysfunction, menorrhagia, vaginal haemorrhage, dysmenorrhoea, urinary tract infection, allergy to metals, rash, fatigue, hormone level abnormal and uterine pain outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, muscle spasms, nausea, pelvic pain, rash, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight increased, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. The reporter commented: she need additional surgery. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received, reporter added, lot number added, events pain, hormonal changes describe: apareunia (inability to have sexual intercourse), abnormal bleeding (vaginal,menorrhagia), dysmenorrhea (cramping), infection (bladder/ urinary tract/vaginal) type: urinary infection, nausea, nickel allergy, rashes or skin conditions type: rashes, fatigue, vaginal discharge, weight gain, leg cramps, uterine pain, bloating and patient did not undergo essure confirmation test.were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (batch no. A04530) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced fatigue ("fatigue") and weight increased ("weight gain"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), allergy to metals ("nickel allergy"), rash ("rashes or skin conditions type: rashes") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), the first episode of abdominal distension ("bloating"), dysmenorrhoea ("dysmenorrhea (cramping)"), hormone level abnormal ("hormonal changes"), uterine pain ("uterine pain"), muscle spasms ("leg cramps") and the second episode of abdominal distension ("bloating"). The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, nausea, vaginal discharge, weight increased, muscle spasms and the last episode of abdominal distension had resolved and the genital haemorrhage, vulvovaginal pain, female sexual dysfunction, menorrhagia, vaginal haemorrhage, dysmenorrhoea, urinary tract infection, allergy to metals, rash, fatigue, hormone level abnormal and uterine pain outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, muscle spasms, nausea, pelvic pain, rash, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight increased, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. The reporter commented: she need additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.